Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No customer returns were available for investigation. Since the lot number was unknown, accuracy testing of a representative lot (46370un13) of architect stat troponin-I was reviewed to demonstrate acceptable assay performance. An internal troponin-I panel was tested with retained kits of reagent lot 46370un13. The acceptance criteria was met, which indicates acceptable product performance. Customer complaint data was reviewed and no adverse trends were identified. The architect stat troponin I package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that an initial false positive architect troponin result of 1.13 was generated. The sample was repeated in duplicate and negative results of 0.0 were generated for both repeats. There was no report of impact to patient management.